Event description:
Customer reported that the alarm has a continuous alarm tone when pressure is on the pad. The alarm was tested with a new pad. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the battery springs inside the battery compartment are bent. The alarm case is cracked around the battery door and loose parts can be heard inside the alarm case. The alarm sounds as it should and passed functional tests. Note: the instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. Always close the battery door during storage to prevent damage. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if: battery door is missing, alarm case is damaged, or alarm case is cracked. Manufacturer references file # (B)(4).